Event description:
The rptr stated the surgeon inserted an aq2015a silicone three piece lens and the lens was damaged. The lens was removed with no pt injury, no enlarged incision or sutures. The cartridge used has not been approved by the manufacturer for use with this model lens and is off-label use. This is one of two lenses used on this pt - see MFR report # 2023826-2009-00655.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product found the lens optic torn in half. There was evidence of clear and reddish residue. It should be noted that the injector and cartridge were not returned for eval. Conclusions: based on the complaint history and the eval of the returned product, a likely root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens.